Event description:
It was reported that a user experienced hyperglycemia with blood glucose readings of 326 mg/dl rising to 350 mg/dl while using the ilet system, received alerts corresponding to software runtime error, state error, and algorithm data parity check, attempted a corrective meal announcement that was discouraged, and then restarted the device and received an instruction to replace the sensor but chose to defer replacement while continuing to receive readings. Symptoms included elevated blood glucose without reported acute clinical sequelae. Outcomes included user self-monitoring and continuation of therapy without medical intervention or hospitalization. Investigation included technical support troubleshooting and user education regarding appropriate meal announcements and sensor replacement guidance. Investigation of this case revealed that the cause of the hyperglycemia was not determined and that software and data integrity alerts were present during the event. It was concluded that the event involved hyperglycemia of unclear cause with device alerts, and the user was advised to monitor and replace the sensor as prompted. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.